Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was not helping the patient's pain, and it has been changed numerous times. It was stated that after implant the patient was using it "at 300" and that worked well, but the patient now had to reset and recharge every night. The patient had not been able to use adaptive stim, and it was reported that "things are working probably only half of the time". It was reported that troubleshooting consisted of meeting with manufacturer¿s representatives (reps) at the healthcare provider's (hcp) office, and the patient was still on pain medication. The patient was redirected to their hcp. It was later reported that the patient had to charge more frequently. It was reviewed that this could be due to any changes in settings, and the patient was again redirected to their healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.